Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 27 closed samples to analyze this complaint. We have tested the needle attachment strength of the samples received and the results do not fulfil the requirements of the european pharmacopoeia (ep). In addition, one of the closed samples received had the needle already detached from the thread before opening the package. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil european pharmacopoeia/b. Braun surgical. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future. On the other hand, there is an improvement project to avoid this kind of incidences in the future.

Event description:
It was reported an issue with optilene suture. The client reported that during anastomosis, the needle and thread detached. It happened in three units continuosly.